Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5102972) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient previously develop a transient ischemic attack. There is no report of the medical intervention that the patient has received at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received a voluntary medwatch (mw5102972) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a transient ischemic attack. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.